Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The DHR for the sensor kit expiration date is 28 feb 21. A medical event associated with this complaint case occurred on (B)(6) 2021 which confirms the usage of the device beyond the useful life of the device. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc freestyle libre sensor. A customer reported obtaining sensor scan readings of 46 mg/dl, 48 mg/dl, and 'lo' message (readings less than 40 mg/dl), and self-presented to the hospital although he did not experience any symptoms. Upon arriving at the hospital, customer was treated with intravenous glucose. Fifteen minutes later, a glucose reading of 400 mg/dl was obtained on a healthcare meter, as compared to a sensor scan reading of 140 mg/dl. The results, when plotted on a parkes error grid, fell into the 'c' zone showing the difference in values to be clinically significant. The customer was treated with fast-acting insulin (dose unknown) for diagnosis of hyperglycemia and no further treatment was reported. There was no report of death or permanent injury associated with this event.